Event description:
Discordant glucose results were obtained on an advia 2400 for 2 pts. The initial result for the first pt was reported to the physician, who questioned the result. The initial result for the second pt was not reported out. Both results were rerun. The rerun results were reported out. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 2400 for 2 pts. The initial result for the first pt was reported to the physician, who questioned the result. The initial result for the second pt was not reported out. Both results were rerun. The rerun results were reported out. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant glucose results were a misaligned reagent probe 1 and a bent mix2 paddle. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant glucose results were a misaligned reagent probe 1 and a bent mix2 paddle. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.